Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support escalated to the 5.5 pump for the patient admitted in with cardiac symptoms and high risk surgery. On the 8th day of support the team observed bleeding from all sites and a possible gastrointestinal bleed. The heparin had been held and 1 unit of red blood cells was given. The following day the pump was explanted after a successful weaning.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be patient condition because the patient is oozing from multiple sites. Device history review: the device passed all the post sterile inspection checks.